Event description:
Caller reported a malfunction on the pump, specifically indicating a malf 12 code with additional fault ID details available. Despite the malfunction, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller will use mdi for backup therapy until receiving a new pump with updated software.